Event description:
It was reported that the device alarmed error code 41786 on startup, software upgrade required. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 5/8/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 41786" confirmed through pump power test. The reported error code typically indicates a problem with the device's main board or a system fault. The probable cause was unknown. Replaced printed wiring assembly (pwa) board. Performed pump power test, downstream occlusion (dso) and upstream occlusion (uso) sensor calibration. Software updated and unit reset to standard configuration. Replaced dso seal and motor as preventive maintenance. The device passed testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.